Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that a damaged cable protector and cable failed leak test was found. There was no patient involvement.